Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of functional test recognition failure to be related to the customer reported complaint. The harmonic ace instrument failed the recognition test. The harmonic ace instrument was connected to an in-house generator and failed energy recognition. Visual inspection was performed and found broken blade. Additional observation(s) related to the customer reported complaint were also identified: the harmonic ace instrument was found to have a broken blade. The blade broke roughly 0.382¿ from the base. Broken piece was not returned. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed the harmonic ace instrument with label. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the customer confirmed that the missing material/damage described above occurred outside of a surgical procedure and not while in use within the patient. There was no report of a fragment falling. The customer answered "take out fragment" if the fragment fell into the patient as the actions they would perform. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.